Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I b12 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot number. Trending review determined no related trend for the product. Return testing was not completed, as returns were not available. Accuracy testing was performed using an in-house retained kit of lot 25094ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 25094ud00 did not identify any non-conformances or deviations with the likely cause lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I b12, lot number 25094ud00, was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p67-32, that has a similar product distributed in the us, list number 07p67-31.

Event description:
The customer observed a falsely elevated alinity I b12 result for one patient. The following data was provided (customer¿s reference range is 138-652 pmol/l): sample ID (B)(6) initial result, on (B)(6) 2021 , was 823 pmol/l, the repeat result, on (B)(6) 2021 , was 163 pmol/l. There was no impact to patient management reported.